Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified bd¿ vacutainer tubes the customer states they are observes blood hemolysis after blood collection. The following information was provided by the initial reporter: I received from a family member regarding our vacutainer tubes with yellow cap. My cousin who is a microbiology contractors and visits nursing home to collect blood samples told me that she has been having issues with yellow cap vacutainers. She frequently observes blood hemolysis after blood collection and will end of throwing the samples out at in some cases she just collects more blood than needed since she expect these product to fail. As I mentioned, she is mobile and stores these products in her car in the orange county area and uses them as needed.

Event description:
Material no. Unknown. Batch no. Unknown. It was reported that during use of the unspecified bd¿ vacutainer tubes the customer states they are observes blood hemolysis after blood collection. The following information was provided by the initial reporter: I received from a family member regarding our vacutainer tubes with yellow cap. My cousin who is a microbiology contractors and visits nursing home to collect blood samples told me that she has been having issues with yellow cap vacutainers. She frequently observes blood hemolysis after blood collection and will end of throwing the samples out at in some cases she just collects more blood than needed since she expect these product to fail. As I mentioned, she is mobile and stores these products in her car in the orange county area and uses them as needed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot or catalog number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.